Manufacturer narrative:
These dates were incorrectly reported as (B)(6) 2017 in initial medwatch report. The correct date is (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient name/identifier is not available for reporting. Date the device became loose is unknown. It is unknown when the device was implanted. The device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 due to non-union and loosening of one (1) trochanteric reattachment device. The reattachment device was one unit and included a plate and unknown quantity of cables. The initial surgery to implant the trochanteric reattachment device with cables took place on an unknown date and the device became loose on an unknown date post-operatively. The device was explanted intact on (B)(6) 2017. No complications during the revision surgery were noted. No surgical delay was noted. Procedure was completed successfully. It is unknown what the patient was revised to. Patient was listed stable this is report 1 of 1 for (B)(4).